Manufacturer narrative:
The xtra silent nite was manufactured per patient's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was very clean with no discoloration observed. Both connectors were intact. The device and case were returned in a good condition with the original label. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
Request was made to have the reported nightguard return for evaluation; however, the nightguard has not been returned as of late. Once the evaluation is completed, a supplemental report will be submitted. This report is for the 1st of 3 reported events: please reference 3011649314-2019-00169 ((B)(4)) for the 2nd event. Please reference 3011649314-2019-00170 ((B)(4)) for the 3rd event.

Event description:
This report is for the 1st event: it was reported that a patient experienced an allergic reaction after using the xtra silent nite nightguard. On the first night of use, the patient experienced slightly swollen lips and some irritation at the corners of the mouth ("similar to angular cheilitis".) After a few more nights of use the patient's tongue was slightly inflamed and gums were very red, by morning. Upon experiencing the reaction, the patient stopped using the nightguard for a couple of weeks and "everything settled down to normal". The patient resumed use after a couple of weeks off and the same irritation on the corners of the mouth occurred, along with lips that were slightly inflamed. The patient reported that the tongue started looking very "fissured and red, gums got really red and puffy/inflamed, felt like I had a funny film or sensation of film in my mouth." This reaction was experienced for the entire time the appliance was worn (approx. 1 week). Once the patient stopped all use of the product, "everything gradually went away." The patient did not require any treatment for the reaction. The patient has history of hodgkin's lymphoma (treated with chemo and radiation) and currently taking levothyroxine. The patient also has penicillin and brazil nut allergies. No adjustment was made to the nightguard. The nightguard was cleaned using only water and a toothbrush. No disinfectant was used.